Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture on the left ventricle (lv) lead was noted. Diagnostic imaging was performed and confirmed lv lead dislodgement. Programming was performed. The patient was in stable condition.